Event description:
Patient reported the infusion device has high power consumption and did not provide a w2 battery low warning before the e2 battery empty error. The correct type of battery is used, and the battery cover is new. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore the w2 error message was anticipated. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.